Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection confirmed the reported condition. A review of the device history records found that the device was conforming at the time of manufacture. Dimensional measurements were found to conform to print specifications. A hardness test concluded that the value measured to print specifications. The device was used for treatment. A definitive root cause cannot be determined, with the information available, however no product issues have been identified. The instrument was manufactured in (B)(6) 2012 and has a potential field age of approximately 2.5 years to date. The actual frequency of use is unknown. No additional complaints have been received against this manufacturing lot. Complaints of this nature are monitored to identify adverse trends. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It was reported that the hex screw broke during use.